Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens was inserted upside down in the patient's eye. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problems.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation, method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).